Manufacturer narrative:
The company service representative was able to duplicate the reported event of "electrical test failure cord 58" (power-up vent test failed) when the unit was turned on. The company representative replaced the solenoid driver board (part number 0670-00-0639e). The company representative performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use with a pt during transport, the balloon became dislodged from the iabp ("popped out") and the iabp was unable to autofill. The power was rebooted; an "electrical test failure code 58" (power-up vent test failed) was generated. The iabp was replaced and therapy was continued. No pt injury was reported.